Event description:
A malfunction was reported with the pump, specifically indicating error malf 12, which occurred on multiple occasions. There was no adverse impact on the customer¿s blood glucose level. Technical support resolved the issue by arranging a replacement pump under warranty, instructing the customer on how to switch the faulty pump to storage mode before returning it. The customer acknowledged understanding of the instructions and plans to use multiple daily injections as backup insulin therapy until the replacement arrives.